Event description:
It was reported that customer was hospitalized with dka. Customer had nausea prior to hospitalization. Customer's family member stated that troubleshooting was not needed due to the fact that high blood glucose was caused by customer not giving a bolus all day.